Manufacturer narrative:
(B)(4). (B)(6). This product is manufactured by zimmer biomet (B)(4) and is not cleared, marketed, or distributed in the u.s. However, this report is being submitted as zimmer biomet in (B)(4) manufactures a similar device in the united states under 510k number k150850. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Not returned to manufacturer.

Event description:
It was reported a hair was identified inside the packaging prior to use. No further information is available.

Manufacturer narrative:
Examination of the returned device cannot confirm the report. A piece of hair was taped to the outside of the packaging. Review of device history records identified no related manufacturing deviations or anomalies. The product was likely conforming when it left zimmer biomet control. The complaint cannot be confirmed; a definitive root cause cannot be determined.

Event description:
No further information provided at the time of this reporting.